Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H10 additional narrative: e1: the reporter¿s complete facility address was not provided. A visual and functional assessment was performed on the device. The following steps failed: visual assessments, loctite assessment, cable assessment, motor thermistor assessment, no short circuit between phases and connector body (42), no short circuit between hall sensors and connector body (42), no short circuit between 5vdc line and connector body (42), no short circuit between sensor gnd and connector body (42), safety assessment. During the service evaluation the following failures were identified: functional: loose, visual: missing components, visual: cord damaged, visual: cosmetic damage, internal finding: damaged flex circuit, functional: device runs in locked position, power broken. Conclusion: failure reported is not confirmed.

Event description:
It was reported that when the e2 error was generated, the forced-stop function failed to activate and the motor device continued to rotate. It was not reported if the device was used in surgery. It was not reported if there were any delays in a surgical procedure or if a spare device was available. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was unknown. However, it was reported that the event occurred in 2025. All available information has been disclosed.